Event description:
(B)(4) report received with following description : "chronic pain in relation to a major osteolysis in the hip. Metallosis problem " it concerns a protheos implant (stem and head) with a stryker securifit cup.

Manufacturer narrative:
Additional information (including x-rays and medical records) has been requested. When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding corrosion involving a securfit shell was reported. Based on the provided information it has been determined that this event is associated with an off-label application of the securfit shell as it was used with another manufacturer's femoral stem and head. A review of the IFU currently included with the device at the time of manufacture, qin 4302, states the following warnings: howmedica osteonics corp. Strongly advises against the use of another manufacturer¿s femoral stem component with any howmedica osteonics acetabular system component. Any such use will negate the responsibility of howmedica osteonics corp. For the performance of the resulting mixed component implant.

Event description:
(B)(6) report received with following description : "chronic pain in relation to a major osteolysis in the hip. Metallosis problem." It concerns a protheos implant (stem and head) with a stryker securifit cup.